Event description:
Surgery was to repair a talus fracture. After drilling, a 30mm twinfix screw was inserted over the wire. While advancing the screw, the doctor felt the screw strip. The blue portio of the screw was sitting proud and would spin, but not engage the far gold end. Surgeon finally removed the screw after 45 minutes.

Manufacturer narrative:
Na